Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race:unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.5/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.